Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving metal head was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head with nothing remarkable to note. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: the patient underwent a right total hip arthroplasty using a rejuvenate prosthesis. Several years later he required revision because of elevated iron levels. The post up revision x-rays revealed a periprosthetic fracture which was not internally fixed. I can confirm that the event occurred since I was able to review the original operation report and radiographs before and after revision surgery. Regarding the possible root cause of this event, I cannot determine this for certain. Failure of modular neck femoral components is a well-known clinical issue which can be multifactorial. As for the root cause of the periprosthetic fracture, this is most likely surgical technique related in either removing the well-fixed modular implant or upon insertion of the revision implant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event was confirmed based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received from legal: plaintiff alleges he underwent a right total hip arthroplasty on or about (B)(6), 2009 where he was implanted with a rejuvenate hip system. Further diagnostic workup revealed elevated levels of cobalt and chromium in his blood. Plaintiff has not yet been revised. Update 26/august/2021: it was reported that the patient's right hip was revised due to pain and elevated chromium and cobalt levels. A rejuvenate modular step construct, v40 lfit head, and 40g neutral liner were revised to a restoration modular stem construct, biolox ceramic head, and 36g neutral insert. Rep provided patient details, primary operative report, primary implant sales order, and pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Information received from legal: plaintiff alleges he underwent a right total hip arthroplasty on or about (B)(6) 2009 where he was implanted with a rejuvenate hip system. Further diagnostic workup revealed elevated levels of cobalt and chromium in his blood. Plaintiff has not yet been revised. Update 26/august/2021: it was reported that the patient's right hip was revised due to pain and elevated chromium and cobalt levels. A rejuvenate modular step construct, v40 lfit head, and 40g neutral liner were revised to a restoration modular stem construct, biolox ceramic head, and 36g neutral insert. Rep provided patient details, primary operative report, primary implant sales order, and pictures of the explants, and confirmed that no further information will be released by the hospital or surgeon.